Manufacturer narrative:
Depuy synthes spine has requested return of the product. Upon receipt, the device will be evaluated and a follow up report will be filed.

Event description:
Two sets of custom in situ benders broke off at the tip during first use. Occurred when bending cocr rods.

Manufacturer narrative:
Ano conclusions could be made during the product review; therefore, the root cause is undetermined. However, it was theorized that the benders were subjected to a circumstance of higher than expected stress resulting in tip breakage. A review of the DHR identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found that there were no other complaints reported for this product code. At this time, the complaint is considered to be closed.